Event description:
It was reported that the pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove the cartridge and inspect the pump for any issues, including cleaning the pneumatic tap area as needed. Following these steps, the customer successfully completed the load process and resumed insulin without needing cartridge replacements and was advised to monitor system performance.